Manufacturer narrative:
Two used actual samples without packaging were returned for investigation. Sample 1 was from reported batch 8018407. Sample 2 was from an unknown batch. The actual samples were subjected to visual inspection. Cannula pierced through catheter was observed on returned sample 1. V-cut was observed on returned sample 2. Sample 1 was challenged at the automated vision inspection system. The system was able to reject the nonconformance and the sample was sent into the reject bin. The v-cut could have been caused by the cannula pierced through catheter. The cannula pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. However, there is an automated vision inspection machine, which can detect and reject product with cannula pierced through catheter in the assembly process. Hence, the root cause of the nonconformance could not be determined. Device history record of packaged needle batch 8018407, catalogue number 381312 and its assembled needle batch 8018428 catalogue number 8083540 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. The trend of this nonconformance will be monitored. (B)(4) is in effect to deal with this issue.

Event description:
It was reported that bd insyte-w IV catheter had a "defective insertion wire". No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w ¿ IV catheter had a "defective insertion wire". No serious injury or medical intervention was reported.